Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test and rewind test. No loose drive support cap noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was flush. Customer¿s blood glucose level was high of 211 mg/dl. The customer declined to troubleshooting for high blood glucose level. Customer reported that they did not "contacted" their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was returned for analysis.